Manufacturer narrative:
Edwards lifesciences has investigated the reported event. There was no allegation or indication of an edwards device malfunction or adverse event related to an edwards device. After further review of this case it has been determined that this event does not meet the criteria of a complaint or a reportable event and a corrected report is being submitted.

Event description:
As reported by patient implant registry department, approximately 17 days post implantation of a 29mm sapien 3 valve in the aortic position via the transfemoral approach. A 27mm surgical valve was implanted in the aortic annulus. However, the patient had been admitted emergently with critical aortic stenosis, very low ejection fraction and ascending aorta aneurysm. Due to the patient critical condition, it was decided implant the s3 valve as a bridge to an open bentall repair procedure. There was nothing wrong with the s3 valve, it was explanted during the root replacement procedure as planned prior to the tavr implant.

Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review. A supplemental report will be submitted when and if additional information becomes available. In this case, the reason for explanting the 29mm sapien 3 thv 17 days post tavr remains unknown and the device is not available for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by patient implant registry department, approximately 17 days post implantation of a 29mm sapien 3 valve in the aortic position via the transfemoral approach with the 29mm commander delivery system and 16f esheath set, the device was explanted. A 27mm surgical valve was implanted in the aortic annulus. The reason for the valve explantation is unknown at this time.